Manufacturer narrative:
Date sent to the FDA: 04/20/2021. Additional information: d9, h6. Additional h-3 summary: two failed suture needles, were submitted for fractographic evaluation. The components were identified as product code w740. A fracture was observed in the body of sample a and sample b. The needles were received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A profile and top view of the sample b fracture. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fractures were composed predominantly of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fractures and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate evaluation for sample a was submitted via 2210968-2021-00485, date sent to the FDA: 04/20/2021. Corrected information: d3, g1. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 02/18/2021. Additional 6. Type of investigation: b14. Additional h6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Can you please provide the date of the procedure? Answer: date of procedure not provided by hcp. 2. How was the procedure completed? Answer: surgeon opened a new pack of suture and continue suturing. 3. Can you please confirm were there any adverse patient consequences? Answer: no adverse patient consequences was noted except a slight delay in surgery due to the bending of the needle. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 02/18/2021. Corrected 6. Medical device problem codes: a0401. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).   To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the date of the procedure? How was the procedure completed? Were there any adverse patient consequences?   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an umbilical hernia procedure on an unknown date in 2020 and the suture was used. During surgery, the needle broke into half while suturing. The surgeon commented that the needle recently have been very fragile and bends easily even with bare hands. There were no adverse patient consequences reported.